Event description:
Distributor received info that a pt with an implantable cardioverter defibrillator (ICD) and lead system expereinced oversensing and inappropriate therapy. An invasive procedure was performed and the physician elected to remove from service (capped) the two unipolar rate sensing leads. A new bipolar sensing lead was implanted. This procedure was performed 8/9/94. A recent distributor internal dept review identified paperwork from the 8/9/94 procedure. On 10/25/96 distributor learned that this pt's complete (ICD) system was removed 8/26/96 due to infection.